Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined however, the severe calcification noted and patient anatomy could have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device . Please note per the instructions for use, " once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient with a final implant depth of 3mm. The patient had a sigmoid septum and a lot of calcification in the leaflets and outflow tract. Additionally, the patient had a 64 degree horizontal aorta. Post procedure the device embolized into the aorta and was snared into position. The physician aware of the IFU warning against snaring the valve. The patient did not have a hypertensive spike at the time of migration. A second 29mm navitor valve was implanted via valve-in-valve. Patient was reported to be stable and has been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.